Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient received antibiotics prior to explant along with IV antibiotics in the operating room; the infection was clearing up.

Manufacturer narrative:
H3. As there was no device allegation, analysis was not performed due to non-analyzable medical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Relevant device(s) are: product ID: b32000, serial/lot #: (B)(4), ubd: 25-aug-2023, UDI#: (B)(4); product ID: b31000, serial/lot #: (B)(4), ubd: 17-dec-2023, UDI#: (B)(4); product ID: b3300542m, serial/lot #: (B)(4), ubd: 15-oct-2023, UDI#: (B)(4); product ID: b3300542, serial/lot #: (B)(4), ubd: 22-jun-2024, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(4), ubd: 03-nov-2023, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(4), ubd: 11-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen a few weeks ago due to redness at his right scalp area where the lead and extension connect. Healthcare provider (hcp) put him on a course of antibiotics and sent cultures to the lab. The infection did not go away and hcp determined the entire system needed to be removed. Patient came in the or yesterday and all of the dbs system was removed. Patient had a small 1-2 mm diameter scabbed area at the right scalp area where the lead and extension were connected. Hcp sent cultures from the pocket where the implantable neurostimulator (ins) was and from the scalp. The previous swabs showed mrsa infection, according to hcp. Antibiotics were administered in the or as well as an antibiotic wash out of the infected areas. Surgeon said if in 3 months everything is healed and no signs of infection, a new dbs system can be implanted at patient's request. The patient was going to b e monitored overnight in the hospital.